Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was reported that the imaging system was tested for three days where the uninterruptible power supply (ups) batteries were tested three times without replication of the reported issue. Feedback on proper use of the imaging system was provided to the facility. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was powering down during a clinical case. It was noted that the system was plugged into a known working outlet and was also moved to a few others to check the status of the system. The imaging system was working as intended with green status of lights. The site had rebooted the mvs 5 times but the system still kept powering down. There was a 20 mins delay in the case. No impact on patient outcome. Additional information was received stating that the manufacturer representative (rep) tested the system and it was operating properly, it gave the beeping warning and message when they unplugged the system. The rep also reviewed the logs and it showed the mvs was unplugged for 6 minutes before it began to shut down.